Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified baxter set had a hole which resulted in a leak. The set was connected to an unspecified parenteral nutrition bag. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.